Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alarm during a meal bolus shortly after the user replaced the infusion set, adapter, and cartridge, resulting in incomplete insulin delivery and subsequent hyperglycemia that persisted for about two hours until the site was changed; the event involved an insulin occlusion associated with the infusion set and tubing pathway. Symptoms included elevated blood glucose to approximately 280 mg/dl. Outcomes included transient hyperglycemia without use of backup therapy, without ketone testing, and without medical intervention or hospitalization. Investigation included customer education, visual inspection of the cartridge area, ilet connect, tubing, and infusion site by the user, and troubleshooting steps including tightening connections, checking for air bubbles, refilling and reconnecting tubing, and ultimately replacing the infusion set. Investigation of this case revealed that clearing the alarm and replacing the infusion set resolved the condition and blood glucose began to decline. It was concluded that an insulin delivery occlusion occurred, consistent with a blockage in the fluid path, which resolved after infusion set replacement, with no further device performance concerns identified.